Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer's mother stated that insulin pump is completely unresponsive, even to battery change. Serial number on back of pump has worn away. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. Device received with operating currents within specification. Device passed self test. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. Device alarmed pump error 38 during rewind due to corroded motor home switch. Unable to perform displacement test due to pump error 38.